Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a generator change the right ventricular (rv) lead defibrillation coil was fractured and had high/undefined impedance. The svc coil had an impedance reading of "none" indicating a implantable cardioverter defibrillator (ICD) data collection issue, and the rv pacing impedance was high/undefined. Reprogramming occurred defibrillation therapies were turned off and the svc coil was put in the rv port and the rv coil was put in the svc port. The device and lead remain in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that after a generator change the right ventricular (rv) lead defibrillation coil was fractured and had high/undefined impedance. The svc coil had an impedance reading of "none" indicating a implantable cardioverter defibrillator (ICD) data collection issue, and the rv pacing impedance was high/undefined. Reprogramming occurred defibrillation therapies were turned off and the svc coil was put in the rv port and the rv coil was put in the svc port. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.